Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed that the metal shaft was broken into two pieces and completely broken off from the plastic handle. The suture bridge was missing and the cover housing the suture was missing as well. The anchor was received separately and intact with no breaks or anomalies. This type of failure is possibly due to excessive force applied to the handle while striking the mallet on the inserter into the bone deeper than the laser line indicates, then forcing the removal of the inserter by hand. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During operation, while the doctor was inserting anchor into acetabular cup, she pulled the suture to make a knot but the suture did not stick in the acetabular cup and slipped out of the way. Maybe the part to hold suture was broken. So the doctor made a new tunnel and replaced with a same product.